Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient leaned over, and the therapy pad pushed into the patient's rib. It was reported that the patient's rib was pushed out of place. The patient confirmed having a pre-existing condition the rib has been pushed out of place before. There was no alleged device malfunction contributing to the irritation. The patient confirmed the rib was pushed back into place and the rib pain improved.